Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: the water tightness was lost due to a cut on switch 2 and deformation of the scope cover, the flexibility adjustment ring and grip had a scratch, the suction cylinder had no color, the grip packing ring was loose, due to a burn on the plastic distal end cover the insulation resistance value at the distal end did not meet the standard value, the water removal ability did not meet the standard value due to clogging of the nozzle, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the light guide bundle had a breakage, the objective lens had a crack, the bending tube was deformed, the connecting tube was snaking and had coating peeling, and the universal cord had corrosion. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the colonovideoscope had an air/water leakage from the switch key top. The issue was found during preparation for use. The device was returned for evaluation. During the device evaluation, the following was found: the connecting tube had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was visually inspected, and functional testing was performed. Based on functional testing performed, the device failed the standard specification. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. The foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from sw2 and s-cover. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). There was no report that the device was used for procedure while the event occurred. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in cf-hq1100dl/I operation manual chapter 3 preparation and inspection. IFU states the preventative measures incf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.